Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/07/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/25/2014 with the following findings: reboot events, which are potentially indicative of the reported event, were observed in the black box data. Visual inspection revealed that the battery compartment and cap were free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no internal defects were found. The reported event was not duplicated.